Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -9.0/1.0/113 (sphere/cylinder/axis), was implanted into the patient's right eye (od) on (B)(6) 2024. On (B)(6) 2024, the lens was exchanged for a longer length lens due to low vault without rotation. Cause of the event is unknown. Reportedly, "after the replacement, the arch height continues to decrease and remains to be observed." The problem was resolved.

Manufacturer narrative:
A4-a6:unk. Claim# (B)(4).